Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer continued to fill the tubing and was able to resume insulin. Customer experienced an elevated blood glucose (bg) level of 580 mg/dl. A correction injection was administered to address the high bg.